Event description:
The customer it / is reported that the bedside data was not going to the emr, and then later stated that the central nurse's station (cns) was in communication loss. This was found to be an issue with the network switch and that they were rebooted which resolved the issues. No patient harm was reported.

Manufacturer narrative:
The customer it / is reported that the bedside data was not going to the emr, and then later stated that the central nurse's station (cns) was in communication loss. This was found to be an issue with the network switch and that they were rebooted which resolved the issues. No patient harm was reported.